Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn. Please reference file mrn 1526863-2024-00093 for all details pertinent to this event.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device there was a discrepancy between the lot number printed on the box. There was no patient involvement, and no patient harm reported.